Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the ICU approximately four days after the catheter was placed in the patient's right internal jugular, the hub of the distal lumen "snapped off". The hub was said to be connected to the pressure line when the issue occurred, however, pressure injection was not being performed at the time. As a result, the catheter was removed and replaced without issue. A minor drop in the patient's blood pressure occurred. There was a delay in treatment for the placement of the new catheter, however, there was no additional harm to the patient due to this delay or as a result of this occurrence. The patient involved was a (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. Device history record review was performed based on sales history and did not reveal any manufacturing related issues. The potential cause of the extension line hub separating could not be determined based upon the information provided and without a sample.

Event description:
It was reported that in the ICU approximately four days after the catheter was placed in the patient's right internal jugular, the hub of the distal lumen "snapped off". The hub was said to be connected to the pressure line when the issue occurred, however, pressure injection was not being performed at the time. As a result, the catheter was removed and replaced without issue. A minor drop in the patient's blood pressure occurred. There was a delay in treatment for the placement of the new catheter, however, there was no additional harm to the patient due to this delay or as a result of this occurrence. The patient involved was a (B)(6) yr/old male 175cm tall weighing (B)(6).

Manufacturer narrative:
Qn#(B)(4). Device evaluation: further investigation by the manufacturing facility showed that the extension line had been fully inserted during luer hub molding and that part of the extension line had been pulled out after manufacture. Based on results of the facility investigation and the report that the event occurred during use, operator context caused or contributed to this event. No further action will be taken. Other remarks:

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the distal hub came off during use was confirmed. Returned was a 4-lumen catheter marked 8.5fr x 16cm on the juncture hub. The brown hub was detached from the distal lumen. The extension line was tied in a knot to prevent leakage. When viewed on end, the distal lumen did not appear torn. When viewed horizontally, the texture of the proximal end of the distal lumen exhibited a "frosted glass" appearance that was different than the clear appearance of the remainder of the lumen. The frosted appearance extended 5 mm from the proximal end of the lumen. During luer hub molding the lumen is normally inserted approximately 9 mm into the hub. The appearance of the 5 mm at the end of the distal lumen suggested that the lumen was not fully inserted during luer hub molding. The inside of the distal luer hub was examined. When viewed into the distal end of the hub, a ledge of brown hub molding material was visible around the inside circumference of the hub. Using dental pic, the ledge measured 5 mm from the distal end of the luer hub. This depth would be coincident with the 5 mm insertion depth suggested by the appearance of the proximal end of the distal lumen. A review of the device history records for the catheter based on sales history did not reveal any other remarks: manufacturing related issues. A risk evaluation was performed for this issue. The probable cause of this event is manufacturing related. Further investigation has been initiated for this issue.